Event description:
It was reported that there was a high impedance issue on the implantable neurostimulator 97715 intellis adaptivestim pain. The impedance values were recorded as 40,000 on electrode 1 and electrode 9. Troubleshooting was performed, including an impedance check with different reference electrodes and with the patient in different positions. The issue remains ongoing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 977c265 (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.